Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in the guide wire lumen, on the balloon, in the indeflator, on the returned non-abbott devices and contrast in the balloon. This is consistent with device preparation, use of the catheter and a leak or rupture inside the patient anatomy. There were two bends in the hypotube. The balloon was returned partially inflated confirming the reported information that the balloon was not deflated. The balloon was bunched at the distal end of the flared introducer sheath; this type of bunching and flare can occur if an attempt is made to pull the inflated balloon into a sheath. The distal shaft was stretched in between the distal end of the guiding catheter and the proximal end of the introducer sheath. Using the returned indeflator, filled with water, an attempt was made to pressurize the balloon when fluid was observed leaking from a tear/hole in the outer member, distal to the mid lap joint on the stretched portion of the distal shaft. The tear/hole had jagged edges and the shaft was collapsed (smashed) at the tear/hole. Factors that may contribute to the difficulty to deflate the catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, leaks, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure that all products perform according to specification, all products are 100% leak tested and visually inspected for damages on the manufacturing line. Additionally, a sampling of units is destructively tested to verify proper inflation and deflation. It was reported that the balloon was not deflated during retraction, this would contribute to the noted shaft stretching/tear/collapse and balloon bunching as resistance was encountered with the guiding catheter and sheath. There was no damage noted to the catheter prior to use and there was no reported leak and the balloon was able to be successfully inflated which suggests a product deficiency did not contribute to the reported difficulties. Additional handling during packaging, handling and return to abbott vascular for analysis may have contributed to the noted hypotube bends. Based on the information provided and the returned product analysis, the definitive cause of the deflation difficulty could not be determined. However, there is no indication of a product quality deficiency. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating that all lot release testing met specifications. Additionally, a query of the complaint handling database for the reported lot revealed no other similar incident reported for deflation difficulty.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. A follow-up report will be submitted with all additional relevant information.

Event description:
Reportedly, post dilatation of a xience v stent in the first diagonal with moderate tortuosity, the nc trek balloon catheter would not deflate. The balloon catheter was fully inflated but easily withdrawn into the guiding catheter because per the physician, the diagonal was a larger vessel. A clinically significant delay in procedure was not reported and there were no adverse patient effects. No additional information was provided.